Event description:
Add'l info rec'd from MFR 5/3/01: this adverse event was reported on 1/10/01 in medwatch report no. 2221819-2000-00320. The customer elected to complete the repairs on this unit and did not forward a report of this incident to co. Datascope svc did not complete any repairs associated with this event. After receiving FDA's fax, co contacted the facility's risk mgr. The risk mgr indicated that the unclear readings exhibited by the monitor were as a result of the blood-back event. However, risk mgr was unable to provide any other info concerning this incident.

Event description:
Add'l info rec'd form MFR 05/09/2001. The microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all intra-aortic balloons are the possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and on the size and shape of the aorta, as well as the balloon's position in relation to that plaque.

Event description:
Pt's intra-aortic balloon catheter was noted to have ruptured with leakage of blood into the tubing. Balloon pump was emergently replaced. Pt dependent on balloon pump and required pressor bolusing and 2 minutes of CPR during pump replacement. The next day, despite maximum pressor support and balloon support, unable to maintain blood pressure. Pt made no code and expired.